Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since invasive surgical actions were done at the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the one deviating screw path was corrected in the very same surgery. The outcome of the surgery was successful as intended. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to the prolonged surgery/anesthesia time of 40 min). There are/were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause for the reported 8 mm deviation of the pedicle screw path prepared for left l4 performed with the aid of navigation is due to: movement of the navigation reference array during surgery in relation to l4 on which it was attached, due to insufficient rigid fixation and / or inadvertent forces applied to the reference array at the surgery, e.g. High forces during drilling/instrumentation performed on l4 and or the user not having sufficiently tightened the reference interface which resulted in the loosening of the "blue knob"/reference adapter. The array movement software warning also appeared several times during the surgery, further indicating the occurrence of reference movement during this surgery. Movement of the reference array relative to the patient anatomy led to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary and thorough verification of navigation accuracy throughout the procedure, and before the preparation of the screw path at left l4. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2021) on the spine for extension of a tlif (transforaminal lumbar interbody fusion) with intended placement of 2 pedicle screws (in l4) was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 1.5. During the procedure the surgeon: positioned the patient prone on the or table and attached the reference clamp carbon with the 4-sphere reference array to the spinous process of l4. Performed initial patient registration (c-arm scan with automatic image registration) to match the display of the navigation to the current patient anatomy, verified registration accuracy, and considered it acceptable. Prepared the left side l4 path using the brainlab pre-calibrated awl to open the pedicle, then drilled using the brainlab pre-calibrated probe. Detected an inaccuracy before inserting the screw at left l4, followed by noticing the adapter knob of the reference array being loose. Repositioned the reference array (adapter knob), and performed the same steps (as above) on right side l4, followed by placing the screw at right l4 using a navigated non-brainlab screwdriver. For left l4, created a new path and placed the screw using a c-arm. According to the hospital/surgeon: one screw path prepared with aid of navigation deviated and was corrected in the very same surgery. The outcome of the surgery was successful as intended. Despite there was a risk of harm to a critical structure, there was no actual harm/negative clinical effect to the patient due to this issue (also not due to the prolonged surgery/anesthesia time of 40 min). There are/were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.